Event description:
It was reported that the procedure was to treat a narrow, heavily calcified and 90% stenosed left anterior descending artery (lad). Multiple pre-dilatations were performed with a non-abbott balloon catheter inflated up to 24 atmospheres. A 3.0 x 33 mm xience prime stent delivery system (sds) was advanced to the lesion; however, there was resistance due to heavy calcification and additional force was applied and the hypotube separated at the y-connector. Both parts of the sds were easily removed as the separation occurred outside the anatomy. A second 3.0 x 33 mm xience prime sds used and it also would not cross the lesion due to resistance with the heavy calcification and slight force was applied and the hypotube kinked. The sds was removed from the anatomy without issue. The lad was treated with 3 xience prime stent implants. A 2.75 x 38 mm xience prime was placed in the distal portion of the lesion, a 3.0 x 12 mm xience prime was placed in the middle portion, and a 3.0 x 38 mm xience prime was placed in the proximal portion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device was returned and the reported hypotube separation was confirmed via returned device analysis. The failure to advance could not be replicated in a testing environment as it was based on operations circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. It should be noted that the xience prime instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.